Event description:
A patient reported blood glucose results of 97 mg/dl and 467 mg/dl with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The patient mentioned that the test strips were peeling; this issue is due to incorrect user technique, when inserting the test strips into the meter; this does not affect the patient's blood glucose readings.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.